Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient developed an infection and experienced extrusion of the receiver/stimulator resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted february 21, 2018. (B)(4).